Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent a posterior spinal fixation procedure. It was reported that a rod broke during insitu bending. The surgeon bent the rod upwards so, he could cut it outside of the wound. The rod broke as the surgeon was bending it back down. No patient complications were reported.